Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag broke (ruptured) from one side of the bag. This was identified during preparation at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between (B)(6) 2021 to (B)(6) , 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which revealed that a droplet from an apparent leak was observed located at the lower right edge of the sample. Based on the photo sample a leak could be identified at the lower right area edge of the bag from an apparent tear/hole that was not clearly visible from the sample inside the pouch. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.